Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the sensor was giving inaccurate readings and is activating the threshold suspend feature on the device. The customer's current blood glucose was 117 mg/dl and sensor was reading 55 mg/dl. Troubleshooting was performed customer was advised to wait for five hours and if issues persisted to replace the sensor. The sensor is not returning for analysis.